Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was sent to the supplier and evaluated. The sales rep reported an issue of the device had poor image quality, per evaluation this problem can be confirmed, therefore this complaint can be confirmed. It was found during evaluation that the outer tube and distal tip were damaged. Also shaver damage to distal tip and holes in distal tip fiber & in soldered seam were observed. Further, distal tip fiber was damaged and fibers were broken. Per evaluation report it was found that the illumination was low and the image on camera was cloudy/blurred. This asset is being replaced with another serial number device. User mishandling is the possible root cause for the reported issue. However, with the given information we cannot determine a definitive root cause. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the sales representative was preparing for the case he noticed that the hd epscp, 4.0, 30, 167, mitek had poor image quality. They were able to complete the case with another like device. This did not cause a surgical delay and there was no patient harm. This is all the information the sales rep had at this time. This is report 1 of 1 for (B)(4).